Event description:
Patient was revised to address pain. Osteolysis was discovered intraoperatively. Clinical report states: metalosis leading to revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised to address pain. Osteolysis was discovered intra-operatively. Clinical report states: metallosis leading to revision. Doi: (B)(6) 2001 - dor: (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product and/or lot information was not provided for the remaining devices. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. B.. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pfs and medical records received. In addition to what was previously alleged. Pfs alleges injuries. After review of medical records for the MDR reportability, patient was revised to address metalosis. Operative findings reported of metallosis, osteolysis and metal debris. Pelvis views demonstrate that there is subcutaneous emphysema. Hip trochanter biopsy showed consistent with metallic wear debris. Clinical notes reported of positive culture for coryneforms and inflammation. It was also reported that there was leg inequality, pain in groin and episodes of swelling. Laboratory result for metal ions were above 7ppb. Doi: (B)(6) 2001, dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).